Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The expiration date is currently unavailable. According to the information provided, it was reported that utilizing a gryphon t br anchor w/orthocord, when the anchor broke on him upon insertion. As reported to rep, the tunnel had been drilled and the anchor was being inserted, but the anchor cracked as it began to make its way into the bone tunnel. All fragments were recovered, and no patient harm reported. The complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. Since the complaint device was discarded, we cannot determine a root cause for the reported failure. If additional information is received in the future, we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device lot number: 6l78054, and no nonconformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by sales rep that during an unknown procedure of the left arm on an unknown date, it was observed that the gryphon t br anchor w/orthocord device broke upon insertion into the bone tunnel. All fragments were recovered. Another like device was used to complete the procedure without delay. There were no adverse patient consequences reported. No additional information was provided.